Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a remote follow-up via merlin.net the pulse generator exhibited intermittent ventricular undersensing. No patient symptoms were reported. No additional information was available at this time.